Manufacturer narrative:
Article: sack, j., cheung, v., amaro, d., et al, (2017). Surgical resection and histopathological analysis of a thrombosed giant fusiform mca aneurysm after initial treatment with a flow diversion construct. World neurosurg. (2017) 103:348-354. Unknown part number, attempts to obtain product part number were unsuccessful, UDI unavailable. Conclusion: the device was not available for analysis. The device was not available for analysis. In addition, the lot number was not available; therefore, no corrective actions will be taken at this time. The stent thrombosis and neurological deficit is a known procedural adverse event associated with the enterprise stent and cerebral stenting procedures. The root cause of the event could not be conclusively determined; however, may have been related to the concomitant devices that were implanted with the enterprise stent and to the off-label use of the enterprise device. The instructions for use lists the following indication for use: the codman enterprise vascular reconstruction device and delivery system is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysm arising from a parent vessel. In addition, the IFU cautions ¿the codman enterprise vascular reconstruction device and delivery system is not intended for use as a stand-alone device, i.e. Without subsequent coil embolization of the aneurysm¿ and ¿the performance and safety of two or more overlapped stents has not been established.¿ there is no current safety signal identified related to the reported event based on review (of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report

Event description:
In the literature article ¿surgical resection and histopathological analysis of a thrombosed giant fusiform mca aneurysm after initial treatment with a flow diversion construct¿ by sack, j., cheung, v., amaro, d., et al, published world neurosurg. (2017) 103:348-354, it was reported that post-implantation of flow diverters along with an enterprise stent (catalog and lot unspecified), the construct underwent in-stent thrombosis necessitating surgical resection. Per the article, a (B)(6) woman with a known left mca aneurysm presented to the emergency department with moderate right hemibody weakness. The patient underwent endovascular reconstruction; a series of 3 overlapping pipeline embolization devices were deployed across the body of the aneurysm from the proximal m1 segment to the distal m1 outflow tract. An enterprise stent was used to anchor the most distal pipeline at the distal outflow tract before deploying the more proximal construct, given the calcified outflow track and the inability to gain full expansion of the pipeline until the team deployed the self-expanding stent. Final angiographic images demonstrated appropriate in-phase filling of the distal mca branches and marked stasis of contrast within the body of the aneurysm. On postoperative day 1, sedation was weaned, and a left gaze preference and right hemiparesis were noted. An emergent computed tomography angiogram of the head revealed in-stent thrombosis. Emergent diagnostic cerebral angiography demonstrated complete occlusion. The occlusion was treated with intraarterial eptifibatide at the left m1 segment, and a continuous drip was subsequently administered for 24 hours. Unfortunately, the pipeline did not recanalize. Eight days after embolization, the patient underwent a left-sided craniotomy for en bloc resection of the aneurysm. No suitable recipient vessel for direct bypass was identified, and thus the superficial temporal artery was dissected and laid over the pial surface with the intent of inducing delayed revascularization. There were no perioperative complications. The patient¿s neurologic status did not deteriorate any further after aneurysm resection and indirect bypass, and she was subsequently discharged. Additional information from the author indicated that the off-label use of the enterprise had excellent technical placement, and the patient was on 325 mg aspirin and 75 mg plavix for several days prior to the procedure. The patient had not returned for follow-up. No additional information, including the catalog and lot number of the enterprise stent could be provided.